Manufacturer narrative:
All buttons function properly however, found corroded keypad traces during visual inspection. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, missing end cap sticker, and reservoir tube window cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 420 mg/dl. The customer was in the hospital on something unrelated when it happened so she went on manual injection. Customer declined high blood glucose troubleshooting. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 420 mg/dl. The customer stated that she had to press hard to get the pump to respond. The customer stated the pump was old. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.